Event description:
It was reported that a problem regarding urology bipolar working element 27040db burning and smoking while in use after the case the surgeon has said he has also got sore finger, it was reported there was no harm to the patient. However, due to the mentioned sore finger of the surgeon, this case is deemed reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The complained uh801 as well as the 27040db were received on 2024-08-21 at the manufacturing site and were therefore available for investigation. The investigation has been completed on 2024-10-08. During the inspection, the following was found: uh801 (zc_201017803). No applications available according to the application counter. It is therefore likely that the cable has been used beyond its maximum application time. There are clear signs of burns on the plastic of the cable plug (instrument side). The contacts are also no longer in perfect condition. These poor contacts on the instrument have created a voltage arc which has caused the plastic to break down. The cable no longer worked when connected. 27040db (zc_201017802). Corrosion over the entire surface of the instrument could be found as well as a indentation/dent in the distal area of the shaft tube. Based on the available information and the results of the examination, there is no indication for a material-, manufacturing- or design-related failure. The root cause of the reported issue can be traced back to wear and tear of the cable. As mentioned above, it has most likely been used beyond its maximum application time and shows poor contacts. The corresponding IFU states that the contacts must be checked and in perfect condition. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).